Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that there were episodes of inappropriate high voltage therapy due to sinus tachycardia being detected as a ventricular tachycardia. No intervention was performed at this time. There were no adverse consequences reported for the patient.

Manufacturer narrative:
Correction: upon review, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information was received indicating that during a remote follow-up, it was noted that the device delivered high voltage therapy due to a sinus tachycardia event noted while the patient was performing physical activity. There is not allegation of malfunction against the device and the device performed as programmed. The tachycardia event was treated with the prescription of beta blockers. The patient was stable.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event. The patient was stable.